Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report a detached cannula that occurred on (B)(6) 2016. Distributor reported that part of the cannula was still attached to the barrel of the insterter. No additional event or patient information is available.